Manufacturer narrative:
.

Event description:
It was identified during the manufacturer's review of the in-house programming history that a programming anomaly occurred on (B)(6) 2015. The device was interrogated and system diagnostics were ran. The system diagnostics indicated there was faulted communication during the diagnostic test. The settings were found seven hours later at unintended parameters indicative of a faulted test. The settings were corrected at this visit on (B)(6) 2015.